Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that two patients experienced inflammation after cataract surgery. The hospital shut down the cataract service temporally due to the event. This report is for the patient who experienced endophthalmitis. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility.